Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller reported the ins hasn't worked for 2-3 years and the patient is in pain. The caller stated she talked to a manufacturer representative (rep) about this issue because the patient was not getting any stimulation at all. The caller stated the patient has a lot of pain in her back and they are wondering if they should take it out now. The caller stated the other day the patient stood up to walk and the patient said she had a sharp pain in her back where the ins is and she just dropped. The caller stated not for the last week or so she has been complaining of extreme pain in her back. No further complications were reported. No additional patient symptoms were reported.